Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump intermittently gave larger boluses for food than other instances. Tandem technical support reviewed the pump's personal profile settings and found that for 12:00 am the carbohydrate ratio was wet to 1 unit: 1 gram of carbohydrates, the 1:00 pm and 8:00 pm settings both had 1 unit: 8 grams of carbohydrates. The customer believed that the ratio of 1:1 was incorrect and the cause of the inaccurate boluses. There was no impact to the customer's blood glucose. The customer was advised to speak with their healthcare provider to discuss the carbohydrate ratio.